Event description:
It was reported that (1) tct75 was used during a sigmoid colon resection procedure. It was reported by the rep that the surgeon attempted to fire the instrument and there were no staples in it. (Drivers were showing as a result of firing.) As a result, another tct75 was opened and had no problems. There was no consequence to pt. 06/23/2000, additional info received from rep: rep stated that the event took place when the device was removed straight from the box, on the original attempt to fire. Rep confirmed that device is being returned for analysis.